Event description:
The field engineer reported that the footswitch standard fluoro switch would stick in the on position. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch and power on switch were replaced. The system was then found to be operating as intended.